Event description:
The reporter indicated that a toric 13.2mm size implantable collamer lens was implanted in the patient's right eye. Reportedly, "pt has been noted to have a shallow acd since shortly after surgery; I saw her today and noted very high vault with shallow ac." The lens was later exchanged.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with a -17.0/2.5/087 (sphere/cylinder/axis) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to excessive vaulting. In a subsequent surgery later that day, a smaller length lens was implanted and the problem was resolved. The cause of the event is unknown. Reportedly, "this is a case whereby wtw measurements based on 3 measurement devices were consistent preop. It is assumed that the actual sulcus diameter was smaller than predicted by wtw." Status of the eye is reported as, "doing well. Vault normalized. Note that this eye is amblyopic with 20/50 bcva pre-icl." Claim # (B)(4).